Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The cpu was reseated and the software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's batteries would not charge. No pt injury was reported.